Event description:
New information noted that the infection was not due to the devices or procedure.

Manufacturer narrative:
Further information has been requested but not yet provided.

Event description:
Related manufacturer reference number: 2017865-2019-15341. Related manufacturer reference number: 2017865-2019-15342 . It was reported the patient's system was extracted due to infection. The patient is stable.